Event description:
It was reported that the patient's infection resolved. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
The patient's following physician indicated that the patient had developed a wound infection. The manufacturer's device history records were reviewed. Sterilization of both generator and lead was verified. It was later reported by the surgeon that the patient's infection was incisional and did not require explant. The infection was at the generator site. The nurse indicated that the patient was drooling over the incision site and the patient's mother had left the bandages on too long. Per the nurse, this created a "breeding ground" for bacteria. The patient was put on a course of antibiotics and the patient is reportedly fine. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.